Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with multiple bolus deliveries, monitored and tested with all bolus registered properly and no gaps in between bolus history noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, minor scratches on display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their bolus did not record in the bolus history. The insulin pump displayed that she did not bolus for eight hours. The insulin pump was returned for analysis.